Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The patient's device migrated in the pocket causing the lead to be pulled out. The lv lead was explanted and was replaced with a competitor's lead. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided